Event description:
It was reported that there were multiple episodes of oversensing exhibited on the right ventricular (rv) lead. Reprogramming was planned and the lead remains in use. No patient complications have been reported as a result of this event.